Manufacturer narrative:
(B)(4).

Event description:
The customer initially provided the information in this report as a voluntary event report submitted directly to FDA, report number mw5075591. Roche contacted the reporter of the event to verify the information that had been provided, but further clarification has yet to be provided. The customer complained of discrepant a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c) results on dozens of patients tested on multiple cobas c513 analyzers (c513). In the voluntary event report, the customer listed 5 c513 analyzers but did not specify any serial numbers. Clarification has been requested as to what specific serial number was involved. A physician questioned the hba1c results of dozens of patients that led to numerous patient samples being retested. Numerous discrepant results were obtained. There were no specific values provided. The customer reported that numerous erroneous hba1c results were reported outside of the laboratory which led to inappropriate changes in patient medication and management. The customer reported that 35 corrected reports had to be issued. The customer stated that the voluntary event report covered both cases that had been previously reported and cases that had not been reported. The customer did not know what specific cases were related to the voluntary event report. Additional potentially associated submissions include 1823260-2018-00645, 1823260-2018-00103, 1823260-2018-00068, 1823260-2018-00102, 1823260-2017-03068, and 1823260-2017-02829. The customer indicated in the voluntary event report that there was no adverse event. The hba1c reagent information was not provided. The customer stated that both initial and repeat qc results were acceptable. The customer stated that a field engineering specialist found a detergent needle valve that had become loose. The previous mentioned service action is similar to the service action previously reported in submission number 1823260-2017-02829, but the customer has been unable to confirm if this is the same event.

Manufacturer narrative:
The customer provided the data for the 35 patients that had corrected reports. Of the data provided, the data for the 13 patients that had comparable results were reportable malfunctions. Discrepant results are highlighted. The customer verified that the results that are listed in the spreadsheet columns that are labeled as "prior result(s) + date(s)" and "subsequent result + date", the results were from separate patient samples. The customer stated that for the information provided in the "lock nut adjustment dates" column, there were no specific service reports or case numbers that could be tied to the information. The customer stated that they could not confirm if there were any medications changed due to erroneous results being reported outside of laboratory.

Manufacturer narrative:
Further detail of the service visit activities performed were provided. The field engineer specialist determined the cause of the error was the needle valve locking nut for detergent 1 dispense was loose causing the dispense volume to fluctuate and possibly spilling over into other reaction cells. He tightened the lock nut and adjusted the detergent 1 dispense volume and rinse volumes. The needle valve for adjusting the water pressure to the detergent mixing station (acid wash and naoh) has a lock nut to fix the adjustment in the correct position. He found the needle valve in a wrong ( too high position ) which caused a possible spilling over. He readjusted the volume and fixed the lock nut. He checked the following instrument components: proper alignment of closed tube sampling (cts), the sample and reagent probes, the gear pump pressure and water pressure, and proper probe wash volumes. He preformed a photometer check and a cell blank measurement. The customer ran calibration and qc with no alarms or errors generated.

Manufacturer narrative:
Further investigation determined the error was caused during the installation of the cobas c513. The instrument was installed only 2 weeks prior to the event. The lock nut adjustment corrected the issue. The issue has been corrected by a field engineering specialist and the system was checked with calibration and qc testing.

Manufacturer narrative:
The hba1c reagent lot was 211965 with an expiration date that was not provided.

Manufacturer narrative:
Review of the calibration trace showed normal calibration performance. Prior to the event, the qc history showed unstable qc results for 1 control level. Following the service visit that corrected the lock nut adjustment, the qc results showed improved behavior.

Manufacturer narrative:
This follow up report is submitted per fdas request due to a missing follow up number. This report is a duplicate of 1823260-2018-01173-05 already submitted. Further investigation determined the error was caused during the installation of the cobas c513. The instrument was installed only 2 weeks prior to the event. The lock nut adjustment corrected the issue. The issue has been corrected by a field engineering specialist and the system was checked with calibration and qc testing.

Manufacturer narrative:
For the erroneous data from the cobas c513 with a serial number of (B)(4), the incident was already covered in a previously reported submission, 1823260-2017-02 829.